Event description:
The patient reportedly experienced intermittency. External equipment was exchanged and programming changes were made; but, the issue was not resolved. Device testing revealed abnormal results. Revision surgery has been scheduled.